Manufacturer narrative:
A complete lead was returned in one piece measuring 57.0cm was returned in one piece. Visual inspection of the lead found that the connector pin and inner coil were pulled out of the connector assembly. The cause of the reported event was isolated to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure a lead issue was observed. During the tug test, the pin and pacing coil of the right ventricular lead pulled back from the header. The lead was not used and a new lead was implanted. The patient was in good condition following the procedure.